Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the centrifugal pump did not power up as expected. There was no adverse consequence to a pt as a result of this event.

Manufacturer narrative:
Eval in progress but not concluded.